Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun medwatch mandatory and voluntary report that was found to have unexpectedly shut down during patient use. The report stated that a traumatic brain-injured patient with increased intracranial pressure was receiving nimbex via ICU medical plum 360 infusion pump. The nimbex is a neuromuscular blockade medication. This medication was being used to maintain the patient's intracranial pressure (icp) of 20 mmhg. With increased icp, the patient's cerebral perfusion is jeopardized increasing the risk of harm and/or death. During the infusion of the nimbex, the plum 360 infusion pump shut down without any warning. The pump was plugged into an electrical outlet and the battery was depleted. The infusion pump's battery will remain charged as it is plugged into the electrical outlet, and it will not shut off, especially without warning. The patient would remain paralyzed and not allow the icp to increase. The event occurred at the hospital user facility. There was a delay in critical therapy due to the patient needing the neuromuscular blockade medication to prevent increasing intracranial pressure. They had to get a new pump, program the device, and resume the therapy. There was no sound audible tone before powering off and there was no alarm message noted in the display prior to the pump shutting down. The device was plugged in prior to use in the storeroom and plugged in the entire time in use at the bedside. There was no medical intervention required. The status of the patient after the reported issue was critically ill with traumatic brain injury. Prior icp<20 and during icp increased to >20 and decreasing cerebral perfusion pressure, ICU,20. There was a light-up charge indicator when plugged into ac power.

Manufacturer narrative:
Added related report number in the corresponding block h10, related report field.